Manufacturer narrative:
Insulin pump received a motion sensor test failure alarm during rewind due to motor encoder signal out of phase. Unable to perform any tests due to the motion sensor test failure alarm. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump received motion sensor test failure alarm. The customer's blood glucose level was 253 mg/dl. The insulin pump passed displacement test. Insulin pump will be return for analysis.